Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) surgery, the seal that prevents the gas leak was disengaged and fell into the patient's cavity during camera insertion. The surgeon was able to found the seal and removed it from the patient using a grasper. In addition, there was a rapid loss of abdominal pressure due to the device issue. Another device was used to complete the case. There was no patient injury.